Event description:
Information received from the field does not address the patient's clinical status but notes that the patient was returned to the surgery suite immediately post implant with loss of ventricular capture in the bipolar configuration. Capture was regained in the unipolar configuration. The physician elected to permanently program the ventricular channel to the unipolar setting. The patient will resume scheduled follow-ups.